Manufacturer narrative:
The product location is unknown by the hospital and therefore will not be returned for an evaluation. Review of the device history records shows the lot was released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. It was stated the reoperation was performed to remove a clot from the patient's lung. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent. This is report two of two for the same event. Report one of two is reported on MFR #0001032347-2017-00355.

Event description:
On (B)(6) 2017, a reoperation was performed on the patient to remove a clot in the lung. A formed was filled out that stated the reoperation was due to "other cardiac complication."